Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps did not have any iodine. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available. However, a photograph of a sample was provided for evaluation. Visual inspection of the photograph identified a cap with no visible iodine. The reported condition was verified, during photo inspection. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.